Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification. (B)(4).

Event description:
It was reported that patient complained of pain and cardiac perforation and pericardial effusion was observed. An echo was performed and lead effusion was observed on the tip of the lead. Lead was electrically stable. Lead was explanted and a new lead was implanted. Patient was stable.